Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the display was blank. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the pump¿s blank box showed multiple cs 054/052/012 call service alarms, which may cause the display to be blank for several seconds. During testing, the display screen was fully functional. The pump cover was opened and no internal issues were observed. The complaint was not duplicated during testing.